Manufacturer narrative:
No reported charging issue with pump. Pump was confirmed to be charging successfully after removal of debris.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the usb port felt loose while charging the pump. Debris was noted inside the usb port and was preventing the usb cable from fitting properly. The debris was removed and the usb cable was able to be plugged into the port without issue. There was no impact to the customer's blood glucose level due to the usb port issue. In addition, the customer reported a low blood glucose (bg) level (51 mg/dl). The customer consumed carbohydrate to address low bg level. The customer stated the low bg was caused by not eating dinner the night before. A recommendation was made for the customer to discuss bg levels with their healthcare provider.